Event description:
It was reported the patient said the implantable neurostimulator (ins) worked great for him and it helped with his pain. The patient mentioned people have told him the ins will not work because it didn¿t work for them. The patient didn¿t want to divulge the names of the other patients. The ins was on 24/7 for the caller and it worked excellent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).